Manufacturer narrative:
Additional information stated that the issue was resolved after the customer replaced the console's power inlet module. No further issue reported on the console. Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During testing, the biomed reported that the thermogard console (sn (B)(4)) initially powered on and then powered off by itself after approximately 2 seconds. The user ensured that the console was properly connected to the power outlet; however, the console was unable to power back on. No patient involvement.